Manufacturer narrative:
A medtronic representative reported that the x-ray technician at the site hit the ma button on the imaging system to increase the image. The reported issue is related to use error by the x-ray technician.

Manufacturer narrative:
No parts have been replaced or received by the manufacturer for evaluation. A medtronic representative has not inspected the system on-site, so no findings possible at this time.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system displayed images that appeared 'grainy'. It was reported that the user used the setting for large patients, for which the milliamp (ma) setting was expected to be 40. The actual spin was reportedly taken with an ma of 10, which caused the resulting images to appear 'grainy'. The auto-brightness feature was reportedly not on. The surgeon opted to use the poor quality images for the procedure, and it was completed successfully. There was reportedly no delay to the procedure, and the patient was not impacted.